Event description:
I elected to have lasik refractive surgery at the eye institute. I still have visual disturbances and fluctuating vision 6+ years after the surgery. While my vision is functional, it is not what I was led to believe I would have post-surgery. While I was never promised 20/20 vision, I was also never told that with high myopia, I would have a higher probability of visual artifacts after surgery. I was definitely not informed about the quality of vision issues that might arise. I went into the surgery looking for only one red flag to cancel. Instead, I was told that I was an "ideal candidate." I realized something was amiss when I could not read the snellen chart the next morning. I saw my surgeon the day of the surgery and never again after that. I was never told that at my age I should wait until I have cataracts, and then they would fix my myopia at that point. The damage to my eyes is permanent.